Event description:
Impaction platform broke during impacting . Case type: tha.

Manufacturer narrative:
Reported event: it was reported that the impaction platform broke during impacting. Product evaluation and results: visual inspection: visual inspection showed a missing bottom from the impaction platform. Please see attachment. Functional inspection, dimensional inspection and material analysis were not completed as visual inspection confirmed the failure. Product history review: review of device history records indicate that 105 devices were manufacture under lot 45011016 and were accepted into final stock on 12/06/2016. No non conformance was identified during the inspection. Complaint history review: review of complaints within the trackwise database for p/n 206270, l/n 45011016 show 01 other complaint related to the failure in this investigation. Complaint investigation pr: (B)(4). Conclusions: visual inspection showed a missing bottom from the impaction platform. Failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Impaction platform broke during impacting case type: tha.